Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting rse found that room's system losing power, whereas other systems continued to function normally. To resolve the issue, rse asked customer to reset the breaker. The system was returned to use in good working order. The codes were updated based on the investigation outcome.